Event description:
The customer reported this new device fails 12-lead ECG analysis and issues the message cannot analyse ECG. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported this new device fails 12-lead ECG analysis and issues the message cannot analyse ECG. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.